Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the left ventricular lead exhibited high, out-of-range impedance, elevated thresholds, and muscle stimulation. It was noted the patient fell about 2 weeks ago, and it was unknown whether the elevated thresholds were due to a patient related issue or a lead issue. Chest x-ray testing was performed but did not note anything remarkable. The device was reprogrammed. The patient was stable.